Event description:
Surgeon called to say that the hinge knee on gmk was infected and needs to be removed from the pt on (B)(6) 2015. Pt suffered an ongoing infection. Source of infection is unk. MFR ref # 3005180920-2015-00109.